Event description:
A laser tech reports a pt with an unexpected outcome following refractive surgery. During a follow-up call, the surgeon stated the pt received a monovision procedure 3 months ago. The results were satisfactory, however the pt was not happy with the monovision. The surgeon examined the pt and had concerns about the topographies of both eyes as there were indications of steep regions that were not noted in the pre-op exam. This report is for the left eye, the right eye is being reported under manufacturer report number 3003288808-2011-00269. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).